Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be a third party repair service had damaged cables causing communication errors. The fse replaced the interconnect cable and c-arm (hv) cable, as per parts used list, to resolve the issue. The fse verified system functionality. The customer may abuse or misuse the system unintentionally or intentionally. The customer may contract out to a third party that are capable of inappropriate modifications. If it is done unintentionally, it is usually because the user or repair service does not understand how the system was designed to function. This cause code covers a wide variety of ways the user could misuse the system including inappropriate modifications to system. This complaint does not represent a malfunction as improper use, damage, or abuse by the user can shorten the life of the system and its components, or make the system unusable to the user.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and high voltage cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.